Event description:
The customer reported that they came across an episode yesterday of the mon/wed/fri schedule not able to be charted against. The staff stated that they had trouble with all of the medications associated with this order set and have needed to re-order with every second dose. When the order is stored, it is stored with a next schedule time that is 24 hours too early.

Manufacturer narrative:
The initial evaluation of this report supports that medication orders entered through this software in some time zones will not appear in the medication administration records (mar). If this recurs, it could lead to a mistreatment or lack of treatment and therefore could result in a serious injury or death. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.